Event description:
User left a comment on the (B)(6) website on (B)(6) 2022 that the user bought two packs of these, so four tests total. The user reported that all four tests came back negative, despite a rapid antigen test at urgent care coming back positive. Three of the tests the user took on three different days prior to aforementioned positive rapid antigen test, one post-aforementioned positive antigen test. Importer comments: this complaint is suspected false negative or positive result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.